Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the frequency was not mapped correctly in the order which customer provided. The technical support specialist accessed the server and guided the customer to follow the procedures outlined in the knowledge article to address the issue. The customer adhered to the instructions, resulting in a successful resolution of the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the medication order from epic that was processed through the pyxis interface appeared to be unusual. When accessing pyxis for a medication that was due, the order was not visible in the "due" tab on the patient's profile at the station; however, it was present in the "all orders" tab. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.